Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited an incorrect measurement. An error message was displayed stating ¿possible hv circuit damage.¿ it was noted that the alert came through on the same day the patient had a surgical procedure, and it was confirmed that it was a false alert. Programming changes were performed. The patient was in stable condition.